Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the non-sustained oversensing was caused by post-paced t-wave oversensing.

Manufacturer narrative:
Correction: "health effect - impact code" should have been "4641 - unexpected medical intervention" instead of "2199 - no health consequences or impact".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with an episode of non-sustained oversensing on their implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021. The patient was stable throughout.